Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Follow up is on going to clarify whether the device is available for evaluation. An investigation has been initiated to consider any potential factors that may have contributed to this complaint. A supplemental report will be forthcoming with the evaluation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, this swan-ganz catheter provided pap (pulmonary artery pressure) values that did not match the clinical value expected by the user. Monitor and cables were successfully tested. Different parameter and method had to be employed for hemodynamic monitoring. There was no allegation of patient injury.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section b5, h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Finally, no product was available for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. As part of the manufacturing process the units go through an electrical inspection process. Patient demographics unable to be obtained.

Event description:
As reported, this swan-ganz catheter provided low ci (cardiac index) of around 1.1 l/min/m2 compared to cardiac echocardiography and according to clinical patient status. Expected ci was greater than 2.5 l/min/m2. There was no error message displayed. Monitor and cables were successfully tested and were used with the correct computational constants. Patient was not treated according to these values. There was no allegation of patient injury